Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 27mm magna mitral valve underwent valve-in-valve procedure due to unknown reasons. A 29mm s3 transcatheter valve was implanted.

Event description:
Edwards received information a patient with a 29mm 7300tfx mitral valve implanted 12 years, underwent valve-in-valve procedure due to mitral stenosis. Surgical valve performed as expected/life span of valve. Patient presented with shortness of breath and nyha class ii. A 29mm s3 transcatheter valve was implanted. The patient was stable at the end of the procedure.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.